Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced numbness, tingling, and burning sensation for half to full hour at the pump site following a bolus. It was later reported that on (B)(6) 2011, a dye study was performed. After the dye study, when the pt sat/stood up, the pt experienced a burning in the abdominal area. The physician indicated to the pt that the burning was not related to the dye study process. The pt's symptoms did not improve, and the pt also experienced burning in the head, so 911 was called. The pt was transported to the hospital. A CT myelogram indicated that dye was in the brain. The pt was hospitalized for (B)(6) because of the symptoms. As of the date of this report, the pt was at home. The pt continued to experience severe pain in the head when laying down; therefore the pt had to sleep in a recliner. The drug infused via the pump was morphine.